Event description:
It was reported that the patient caused an infection in her left neck and that both the lead and generator were explanted on (B)(6) 2012. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional follow-up revealed that the infection was first observed on (B)(6) 2012. The neurologist reports that there is no relationship of the infection to vns. A keloid was formed in a patient's neck. The patient was shaking the neck due to involuntary movement which is believed to have caused/contributed to infection. Cultures were taken which confirmed the infection as (B)(6).

Manufacturer narrative:
With the additional information received, the event date was inadvertently reported incorrectly on the initial report.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.